Event description:
A report was received stating that "while drilling off the lamina of l5 on the left side of the midas rex drill came apart in the hands of the neurosurgeon, exposing the entire set up to the interior of the tool which is not sterile, a potentially contaminated space, namely the area between the outside of the midas tool and the inner working chamber as the tool itself came apart. That was immediately discharged. Gloves were changed. The wound was irrigated with a full liter of warm saline with 1 gram of ancef. Complication: midas rex tool came apart exposing the interior of the tool which is not sterile. Infectious disease consult, prescribed typical 2 doses IV ancef plus additional antibiotics for patient r/t this incident: vancomycin (needs levels periodically), rocephin, and flagyl, all IV. Peripherally-inserted central catheter place to facilitate delivery of all the antibiotics as well as frequent blood draws to monitor." No additional information was provided on follow-up.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. No additional information was provided by the account the user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility?s usage; however it should not exceed 24 months. This device has been in use for 46 months without any record of factory service.